Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because down arrow button will go too fast and won't stop at the number needed. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.